Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) no complaint received with return of device. Failure (event) observed during analysis. Analysis revealed an insulation abrasion 12.2cm from the connector end. There is no metal cable exposure. The location of the abrasion is consistent with that of friction to the can.